Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data showed no evidence of short battery life. No drastic voltage fluctuations were observed. During a visual inspection of the pump, the battery compartment was found to have multiple cracks. No moisture corrosion was observed inside the battery compartment. During testing, the pump current draws were found to be within specifications. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.